Manufacturer narrative:
Section b5: additional information in description / section d4: lot# added.

Event description:
Additional information received on 02,sep, 2021. Allegedly, a patient was revised for dislocation.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for dislocation.